Manufacturer narrative:
The device was returned for evaluation. The evaluation is anticipated, but not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 19mm aortic pericardial valve, implanted approximately nine (9) years, was explanted due to aortic stenosis and regurgitation secondary to pannus growth and severe calcification. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. When the patient was discharged from the hospital, relatively high peak pressure (40mmhg) and narrow effective orifice area (0.9cm2) were detected by echo. After that, the pressure gradient got gradually increased, and the peak pressure gradient exceeded to 100mmhg. There were no problems observed with hepatic function, kidney function, and calcium metabolism. This device was explanted and replaced with a 21mm aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovering¿ in the ICU. The device was returned for evaluation. The condition of the explanted valve was reported as ¿pannus was attached on the leaflet at inflow aspect, and severe calcification was also observed".

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated heavy calcification on leaflets 1 and 2, minimal calcification nodules on leaflet 3, commissure 1 slightly bent, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 1 at the inflow aspect and 6mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 3mm near commissure 1. Additional manufacturer narrative: per the product evaluation, the customer report of stenosis, pannus and calcification was confirmed. The report of regurgitation could not be confirmed through visual observations. Calcification and host tissue restricted leaflet mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device serial number was obtained through the product evaluation, the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.